Event description:
A registered nurse reports that a "torn out chamber" occurred during intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no similar complaints reported in the lot number. Additional info was requested 07/03/2008, 07/08/2008 and 07/14/2008 by phone, fax and mail. A completed questionnaire has not been received.